Event description:
The technician alleged that the bed will still move event though the brake is set. The account stated that there were no injuries.

Manufacturer narrative:
The account stated they adjusted the brake casters but the alleged problem remains. The tech suggested that the account inspected the brake cable as it travels through the brake block. No further info is available on the repair of the bed at this time.